Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser fiber degraded after an hour of use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4). Visual examination reveals that the exposed glass tip measures 4.0 mm and appears unused. Functional analysis reveals that the aiming beam exiting the distal end of the device is clear, bright and round. Effective transmission measures 19.9% indicating that the fiber is broken within the connector.